Event description:
Patient on a heparin drip. Rate changed at 9am to 10.5ml/hr. New 250ml bag hung at 11:30am with rate continued at 10.5ml/hr. At 2:00pm, the same day, the bag was empty. Several hours later, the patient developed respiratory distress and required transfer to critical care. He died less than 24 hours later.